Event description:
It was reported that the user awoke to a high blood glucose reading and, after reviewing alerts with support, replaced the steel 6 mm infusion set and tubing while reusing the prior cartridge; insulin delivery was resumed following rewind, cartridge reseat, tubing fill, set application, and cannula fill. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for medical care. Outcomes included temporary impact on blood glucose with self-management and no use of backup therapy. Investigation included remote troubleshooting and user education on infusion set replacement and monitoring guidance. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with no device alerts reported by the user prior to discovery and no confirmed device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.